Manufacturer narrative:
Corrected data: patient weight has been updated. Corrected device code due to investigation findings. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received via follow-up states the ipg was explanted and replaced. Effective therapy was restored post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported the patient lost stimulation. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. As a result, surgical intervention may take place at a later date to address the issue.